Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, implanted: (B)(6) 2017, product type screening device.

Event description:
Information from a consumer regarding a trial patient with an external neurostimulator (ens) reported the patient was concerned the leads had come out because she was not feeling stimulation. The stimulation was raised until the patient could feel it. It was noted the issue was resolved at the time of the report. It was noted the patient began the trial on (B)(6). Additional information from the patient on (B)(6) reported the patient was doing a little better. The patient increased stimulation and the patient received ¿cannot provide your desired settings¿ message. The patient noted she had a dull pain around the incision. There were no further complications that have been reported as a result of this event.